Event description:
It was reported that blades were coming through their packaging. No adverse consequences were reported.

Manufacturer narrative:
There were 10 blades associated with this complaint. Based on the information reported, product packaging was damaged. The product may have become damaged during transit.